Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product initially conformed to all requirements and was inspected/conformed to the synthes incoming final inspection sheet revision p. Due to an unknown cause, the end portion of the threaded tip is missing and the part exhibits scuffmarks.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during insertion of a matrix screw, the retaining sleeve came apart from the head of the bone screw. After closer inspection it was found that the first run thread of the tip of the retaining sleeve had come apart and was left in the head of the bone screw. Reportedly, the retaining sleeve was too short to fully engage with the screw. It is unclear as to the reason for the thread to have sheared away in such manner. During screw insertion, the surgeon was placing significant force on the screwdriver in order to achieve the desired insertion angle. As the screwdriver came away the patients vertebral pedicle was damaged. The surgery continued using a spare matrix retaining sleeve.